Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the tandem-provided charging supplies sparked and caught fire. Reportedly, the pump was charging during the event and the usb port was subsequently damaged, resulting in difficulties charging the pump. There was no adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.